Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, while impacting the cage, it released from the inserter which caused the cage to rotate. During cage removal to reposition it, it cracked. It was replaced with a different implant. No patient complications were reported with this event.